Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrhythmia. The undersensing, coupled with atrial events falling in the blanking period in which no sensing occurs, was leading to termination of the atrial events. The lead remains in use. No patient complications have been reported as a result of this event.